Manufacturer narrative:
Patient information was unavailable. A medtronic representative reported the site was receiving an error message on the imaging system stating that the 3d spins were incomplete. The surgeon continued to use the images for the surgery because it contained the anatomy that was needed. No patient impact was reported, and there was no delay to surgery. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that this was user induced due to the switch being released too early. Software is functioning as designed. This event was identified during a retrospective review as discussed with the FDA (B)(6)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the site was receiving an error message on the imaging system stating that the 3d spins were incomplete. The surgeon continued to use the images for the surgery because it contained the anatomy that was needed. No patient impact was reported, and there was no delay to surgery. The system's logs were sent to the manufacturer for analysis.